Event description:
It was reported that this pre-implant pacemaker experienced a reset and went into safety mode. The cause of the reset was unknown. This pacemaker was never in service. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
This supplemental report is being filed as the device evaluation was completed.